Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 5.9 months. Through follow-up with the health-care provider and the operative report, it was learned that the device was explanted due to endocarditis, regurgitation, and an aortic root abscess. The source of the endocarditis was noted as drug abuse.

Event description:
The customer states that one patient sample generated an initial architect c8000 magnesium assay result of 7.0 meq/l. The sample retested at 1.8 meq/l. No suspect results were reported from the lab. Upon troubleshooting, the customer found that the probe link tubing to the reagent 1 probe had become disconnected. The customer reseated the tubing and recalibrated the magnesium assay. Subsequent instrument operation and test results were acceptable. There is no impact to patient management reported.

Manufacturer narrative:
Aortic root abscess.device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient's registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is in process.